Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleges that during functional testing the device would restart/reboot itself intermittently when pressing a softkey button. Complainant indicated that there was no pt involvement in the reported malfunction.